Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had not been able to control the blood glucose level with the pump. The customer had worked with a tandem clinical diabetes specialist and attempted to use different types of infusion sets to try to control the blood glucose level. The customer reverted to using a non-tandem pump to manage diabetes.